Event description:
It was reported that patients ipg was at end of life and patient underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was kept by facility.